Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation has not been completed. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
On (B)(6) 2012 it was reported that on an unknown date during a trans-foramenal lumbar inter body fusion at levels l4-s1, the distal tip of the holding sleeve broke into the head of the screw when the tech was trying to load the screw. This happened at the back table, not at the surgical field. The surgeon had other holding sleeves and screws in the set to use, and there was no contact with or harm caused to the patient. The surgery was completed with no other problem. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The holding sleeve has a broken threaded tip with approximately 2mm of thread missing. The broken component is stuck in the head of the screw. The failure mode seems to indicate that there was probably a bending load applied to the threaded shaft by the tech while loading the screw onto the holding sleeve after the instrument and implant cross-threaded. There was excessive force used when loading the screw onto the holding sleeve based on the failure mode of the threaded tip probably due to cross-threading. However, it is not known how exactly the tech loaded the screw onto the holding sleeve. The design risk assessment is adequate for the intended use.